Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral with incisional hernia tapp surgical procedure, the mega suturecut needle driver steel cable broke. A backup instrument of the same type was used with a delay of less than 15 minutes to complete the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. Three images were provided, showing the instrument housing, tip, and full instrument in sterile packaging with an unknown broken cable at the distal end of the instrument. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the instrument was inspected prior to use and no problems were found. The surgical task performed was an anastomosis when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to the opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. One cable was visibly protruding from the distal end of the instrument. The protruding cable controlled the opening/closing of the jaws and not the up/down motion of the wrist. The instrument is available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.